Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset).

Event description:
Patient reported "infection" and "inflammation". Patient also reported "blurred vision", "acid odor", "heart palpitations", "fatigue", "constipation", "headaches" and "numbness in hands & feet"; these events are not device related. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: with the information collected during the investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional infection complaint record reported at time of investigation. During the trend review of all infection complaints for the period of feb/2019 through jan/2021, no adverse trend was noted. Given the fact that the cause of the infection could not be specifically associated to the manufacturing process, and there was not an adverse trend for this type of event, no corrective action is deemed necessary time of investigation.

Event description:
Patient reported "infection" and "inflammation". Patient also reported "blurred vision", "acid odor", "heart palpitations", "fatigue", "constipation", "headaches" and "numbness in hands & feet"; these events are not device related. This record is for the right side. Device remains implanted.